Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.3, h.6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "hole, non-specific." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening side assessed as fold flaw opening. Additional observation: crease observed on the device. Wear abrasion observed on the device. White particles observed inside the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.